Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude med, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) caution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported that following an angiogram, 6f angio-seal was deployed above the right femoral artery. Three days later, the pt had an 8f angio-seal deployed between the mid and upper femoral head. Twenty four hrs later, the pt experienced retroperitoneal bleeding and underwent surgical intervention. The surgeon reported that the pt had a good amount of retroperitoneal thrombus. There was active bleeding from the puncture site of the anterior medial aspect of the distal external iliac artery. The bleeding noted was not considered to be risk but it was pulsatile. The occluding device that was implanted was found intact in the properitoneal fat and was not engaged in the vessel. The inferior puncture site was explored as well. There was thrombus around the site, and there was no active bleeding as this area was dissected. The pt tolerated it well. The 3003681312-2010-00011 for the second device used on this pt.